Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018 a field service engineer (fse) found the sample needle assembly not piercing caps. The fse found the lead screw was sticky and sample was not moving smoothly in the z direction. The fse cleaned and lubricated the guide rod and lead screw for the sample needle assembly in the y and z position. The g8 instrument was working within specifications; no further action was required by the fse. The g8, serial (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 - troubleshooting states the following: the 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to dirty guide rod and lead screw.

Event description:
On (B)(6) 2018 a customer reported receiving 710 z1-axis error message on the g8 instrument. The customer is unable to run, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. . Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number 14927401, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Corrected data: the g8, serial number (B)(4), was installed at the account on (B)(6)2017. A complaint history review and service history review for similar complaints was performed from (B)(6)2017 through(B)(6)2018. There were no other similar complaints identified during the searched period. Refer to sectiong. 5. PMA/510(k).

Event description:
N/a